Event description:
The customer reported air leaked from the cuff five days after being inserted in the pt. A non-routine replacement of the tube was required. The tube was discarded and the lot number is unk.